Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. -patient had linx device removed. -multiple requests have been made to the center for additional information.